Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was not detected on bus and user was unable to access drawer. A field service engineer (fse) identified that drawer 1.2 narrow cubie was not sensing closed and was not visible in the hardware test application. The fse replaced the drawer control printed circuit board, the narrow cubie interface printed circuit board, and the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1.2 was not communicating and device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.